Event description:
It was reported that the top of the wand broke and fell into the articular cavity. There were no patient complications reported as a result of this event.

Manufacturer narrative:
An evaluation was performed by smith & nephew (B)(4) and could confirm the customer complaint for the top of the wand was broken. A visual inspection was performed and showed the top of the probe was missing. The device was sent to the manufacturer smith & nephew (B)(4) for further evaluation. The device was received at the facility however it has been misplaced and can't be located. A complaint review was performed and showed no other complaints issued for this failure. A root cause could not be determined in confidence.